Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gallbladder disorder, scotoma, vertigo, numbness, aphasia, uterine prolapse, rectal pain, shortness of breath, ovarian cyst, vaginismus, vaginal burning sensation and leg pain. Concomitant products included acetylsalicylic acid;citric acid;sodium bicarbonate (alka seltzer), ascorbic acid;biotin;tocopheryl acetate (biotin gummy), azithromycin, codeine, dextromethorphan hydrobromide (tussin cough), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dysmenorrhoea ("painful periods \ dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraines"), tremor ("tremors"), nausea ("nausea"), abdominal distension ("severe bloating"), flatulence ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), constipation ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), diarrhoea ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), abdominal pain ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain") and hypertension ("blood or heart disorder/ condition -type high blood pressure") and was found to have weight increased ("weight gain"). In september 2011, the patient experienced urinary incontinence ("incontinence and frequent urination/bladder weakness") and pollakiuria ("incontinence and frequent urination"). In 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), back pain ("pain in the back") and arthralgia ("pain in joints/ hip pain"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse (dyspareunia)"), vomiting ("gastrointestinal or digestive system condition-type vomiting"), burning sensation ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"), pain ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"), skin discomfort ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin") and paraesthesia ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"). In september 2016, the patient experienced uterine tenderness ("uterine tenderness"), vulvovaginal pain ("vaginal pain"), dysuria ("bladder or urinary problems or changes painful urination"), bladder spasm ("bladder or urinary problems or changes bladder spasm") and urinary retention ("bladder or urinary problems or changes irratibility to without catherization"). In 2017, the patient experienced dyspepsia ("heartburn"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), visual impairment ("vision problems"), muscle spasms ("abdominal spasms"), neuralgia ("nerve pain"), dysgeusia ("metallic taste in mouth"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), vitreous floaters ("vision /eye problems-floaters, blurred vision"), palpitations ("blood or heart disorder/ condition -type:heart palpitation"), tinnitus ("other injury complication - ringing in ears"), feeling abnormal ("neurological conditions or problems-type: brain fog"), pyrexia ("other injury or complication -fever"), adnexa uteri pain ("ovaries pain"), bladder pain ("bladder pain") and hyperhidrosis ("hot sweats"). The patient was treated with surgery (bilateral linear salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, hot flush, uterine tenderness, ovulation pain, visual impairment, fatigue, night sweats, dysmenorrhoea, dyspareunia, urinary incontinence, pollakiuria, vulvovaginal pain, muscle spasms, neuralgia, headache, tremor, nausea, abdominal distension, dysgeusia and hyperhidrosis outcome was unknown, the genital haemorrhage, back pain, arthralgia, urticaria, vaginal discharge, vision blurred, weight increased, vitreous floaters, dysuria, urinary retention, vomiting, flatulence, constipation, diarrhoea, abdominal pain, palpitations, hypertension, burning sensation, pain, skin discomfort, paraesthesia, tinnitus, feeling abnormal, pyrexia, adnexa uteri pain and bladder pain had resolved and the migraine, dyspepsia and bladder spasm was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, bladder pain, bladder spasm, burning sensation, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, migraine, muscle spasms, nausea, neuralgia, night sweats, ovulation pain, pain, palpitations, paraesthesia, pelvic pain, pollakiuria, pyrexia, skin discomfort, tinnitus, tremor, urinary incontinence, urinary retention, urticaria, uterine tenderness, vaginal discharge, vision blurred, visual impairment, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: 3 essure rings seen protruding from ostia into uterine cavity on left. 3 essure rings seen protruding fom ostia into uterine cavity on right . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on 10-jun-2011: results: total bilateral occlusion was seen during the essure. Ultrasound pelvis - on 11-sep-2017: impression: no significant interval change in the complex right ovarian mass which demonstrates mural nodules and a cystic component. Recommend further evaluation with mr imaging to exclude neoplasm.. ¿concerning the injuries reported in this case, the following were described in patients medical record:abdominal pain, tingling, tremor, high bp, rash, dysuria, constipation, bladder pain, paresthesia. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received: reporters were added. Reporter's demographics was added. Lot no. Was added. Events-abnormal bleeding (general), rashes or skin conditions type: hives, sensation of burning, stinging, tickling, prickling of the skin. Bladder or urinary problems or changes- bladder spasm, irritability to urinate without catheterization, neurological conditions or problems type: brain fog, vaginal discharge, vision/eye problems type: blurred vision; floaters, weight gain, gastrointestinal or digestive system condition type-vomiting, gas, constipation, diarrhea, abdominal pain, blood or heart disorder type- heart palpitations, high blood pressure,ringing in ears, fever, night sweats, hot sweats, ovaries pain, bladder pain were added. Outcomes of events hip pain, joint pain, back pain, bladder spasm, heartburn, migraines, and night sweats were added. Concomitant conditions were added. Concomitant drugs were added. Lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gallbladder disorder, scotoma, vertigo, numbness, aphasia, uterine prolapse, rectal pain, shortness of breath, ovarian cyst, vaginismus, vaginal burning sensation and leg pain. Concomitant products included ascorbic acid;biotin;tocopheryl acetate (biotin gummy), azithromycin, codeine, dextromethorphan hydrobromide (tussin cough), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib), magnesium since 2011 and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dysmenorrhoea ("painful periods \ dysmenorrhea (cramping)"), muscle spasms ("abdominal spasms"), headache ("headaches"), migraine ("migraines"), tremor ("tremors"), nausea ("nausea"), abdominal distension ("severe bloating"), flatulence ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), constipation ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), diarrhea ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), abdominal pain ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), hypertension ("blood or heart disorder/ condition -type high blood pressure"), tinnitus ("other injury complication - ringing in ears") and feeling abnormal ("neurological conditions or problems-type: brain fog") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced urinary incontinence ("incontinence and frequent urination/bladder weakness") and pollakiuria ("incontinence and frequent urination"). In 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), back pain ("pain in the back"), arthralgia ("pain in joints/ hip pain"), dysgeusia ("metallic taste in mouth"), vision blurred ("vision/eye problems type: blurred vision") and vitreous floaters ("vision /eye problems-floaters, blurred vision"). In 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse (dyspareunia)"), urticaria ("rashes or skin conditions type: hives"), vomiting ("gastrointestinal or digestive system condition-type vomiting"), skin burning sensation ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"), pain of skin ("rashes or skin conditions type:sensation of burning,stinging, tickling,pricking of the skin"), skin discomfort ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin") and paraesthesia ("rashes or skin conditions type:sensation of burning,stinging,tickling, pricking of the skin"). In (B)(6) 2016, the patient experienced uterine tenderness ("uterine tenderness"), vulvovaginal pain ("vaginal pain"), dysuria ("bladder or urinary problems or changes painful urination"), bladder spasm ("bladder or urinary problems or changes bladder spasm") and urinary retention ("bladder or urinary problems or changes irritability to without catherization"). In 2017, the patient experienced dyspepsia ("heartburn"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), visual impairment ("vision problems"), neuralgia ("nerve pain"), vaginal discharge ("vaginal discharge"), palpitations ("blood or heart disorder/ condition -type:heart palpitation"), pyrexia ("other injury or complication -fever"), adnexa uteri pain ("ovaries pain"), bladder pain ("bladder pain"), hyperhidrosis ("hot sweats") and cyst ("cysts"). The patient was treated with surgery (bilateral linear salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, hot flush, uterine tenderness, ovulation pain, visual impairment, fatigue, night sweats, urinary incontinence, pollakiuria, vulvovaginal pain, muscle spasms, neuralgia, headache, tremor, nausea, abdominal distension, dysgeusia, hyperhidrosis and cyst outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, arthralgia, urticaria, vaginal discharge, vision blurred, weight increased, vitreous floaters, dysuria, urinary retention, vomiting, flatulence, constipation, diarrhea, abdominal pain, palpitations, hypertension, skin burning sensation, pain of skin, skin discomfort, paraesthesia, tinnitus, feeling abnormal, pyrexia, adnexa uteri pain and bladder pain had resolved and the migraine, dyspepsia and bladder spasm was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, bladder pain, bladder spasm, constipation, cyst, diarrhea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, feeling abnormal, flatulence, genital hemorrhage, headache, hot flush, hyperhidrosis, hypertension, migraine, muscle spasms, nausea, neuralgia, night sweats, ovulation pain, pain of skin, palpitations, paraesthesia, pelvic pain, pollakiuria, pyrexia, skin burning sensation, skin discomfort, tinnitus, tremor, urinary incontinence, urinary retention, urticaria, uterine tenderness, vaginal discharge, vision blurred, visual impairment, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: 3 essure rings seen protruding from ostia into uterine cavity on left. 3 essure rings seen protruding fom ostia into uterine cavity on right. The patient was also treated with alka seltzer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion was seen during the essure. Ultrasound pelvis - on (B)(6) 2017: impression: no significant interval change in the complex right ovarian mass which demonstrates mural nodules and a cystic component. Recommend further evaluation with mr imaging to exclude neoplasm. ¿concerning the injuries reported in this case, the following were described in patients medical record:abdominal pain, tingling, tremor, high bp, rash, dysuria, constipation, bladder pain, paresthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff information form received. Event "cysts" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain'). In a 26-year-old female patient who had essure (batch no. 787227), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions: included obesity, gallbladder disorder, scotoma, vertigo, numbness, aphasia, uterine prolapse, rectal pain, shortness of breath, ovarian cyst, vaginismus, vaginal burning sensation and leg pain. Concomitant products included: ascorbic acid; biotin; tocopheryl acetate (biotin gummy), azithromycin, codeine, dextromethorphan hydrobromide (tussin cough), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin ib), magnesium since 2011 and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"), muscle spasms ("abdominal spasms"), headache ("headaches"), migraine ("migraines"), tremor ("tremors"), nausea ("nausea"), abdominal distension ("severe bloating"), flatulence ("gastrointestinal or digestive system condition,type: gas,constipation, bloating, diarrhea, abdominal pain"), constipation ("gastrointestinal or digestive system condition,type: gas,constipation, bloating, diarrhea, abdominal pain"), diarrhoea ("gastrointestinal or digestive system condition, type: gas,constipation, bloating, diarrhea, abdominal pain"), abdominal pain ("gastrointestinal or digestive system condition, type: gas, constipation, bloating, diarrhea, abdominal pain"), hypertension ("blood or heart disorder/condition, type: high blood pressure"), tinnitus ("other injury complication, ringing in ears"). And feeling abnormal ("neurological conditions or problems, type: brain fog"). And was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced urinary incontinence ("incontinence and frequent urination/bladder weakness") and pollakiuria ("incontinence and frequent urination"). In 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), back pain ("pain in the back"), arthralgia ("pain in joints/hip pain"), dysgeusia ("metallic taste in mouth"), vision blurred ("vision/eye problems type: blurred vision"). And vitreous floaters ("vision/eye problems, floaters, blurred vision"). In 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("painful intercourse (dyspareunia)"), urticaria ("rashes or skin conditions, type: hives"), vomiting ("gastrointestinal or digestive system condition,type: vomiting"), skin burning sensation ("rashes or skin conditions, type: sensation of burning, stinging, tickling, pricking of the skin"), pain of skin ("rashes or skin conditions, type: sensation of burning, stinging, tickling, pricking of the skin"), skin discomfort ("rashes or skin conditions, type: sensation of burning, stinging, tickling, pricking of the skin"). And paraesthesia ("rashes or skin conditions, type: sensation of burning, stinging, tickling, pricking of the skin"). In (B)(6) 2016, the patient experienced uterine tenderness ("uterine tenderness"), vulvovaginal pain ("vaginal pain"), dysuria ("bladder or urinary problems or changes painful urination"), bladder spasm ("bladder or urinary problems or changes bladder spasm") and urinary retention ("bladder or urinary problems or changes irritability to without catherization"). In 2017, the patient experienced dyspepsia ("heartburn"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), visual impairment ("vision problems"), neuralgia ("nerve pain"), vaginal discharge ("vaginal discharge"), palpitations ("blood or heart disorder/ condition -type:heart palpitation"), pyrexia ("other injury or complication -fever"), adnexa uteri pain ("ovaries pain"), bladder pain ("bladder pain"), hyperhidrosis ("hot sweats") and cyst ("cysts"). The patient was treated with surgery (bilateral linear salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, hot flush, uterine tenderness, ovulation pain, visual impairment, fatigue, night sweats, urinary incontinence, pollakiuria, vulvovaginal pain, muscle spasms, neuralgia, headache, tremor, nausea, abdominal distension, dysgeusia, hyperhidrosis and cyst outcome was unknown. The genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, arthralgia, urticaria, vaginal discharge, vision blurred, weight increased, vitreous floaters, dysuria, urinary retention, vomiting, flatulence, constipation, diarrhoea, abdominal pain, palpitations, hypertension, skin burning sensation, pain of skin, skin discomfort, paraesthesia, tinnitus, feeling abnormal, pyrexia, adnexa uteri pain and bladder pain had resolved. And the migraine, dyspepsia and bladder spasm was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, bladder pain, bladder spasm, constipation, cyst, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, migraine, muscle spasms, nausea, neuralgia, night sweats, ovulation pain, pain of skin, palpitations, paraesthesia, pelvic pain, pollakiuria, pyrexia, skin burning sensation, skin discomfort, tinnitus, tremor, urinary incontinence, urinary retention, urticaria, uterine tenderness, vaginal discharge, vision blurred, visual impairment, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: 3 essure rings seen protruding from ostia into uterine cavity on left. 3 essure rings seen protruding fom ostia into uterine cavity on right. The patient was also, treated with alka seltzer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, results: total bilateral occlusion was seen during the essure. Ultrasound pelvis: on (B)(6) 2017, impression: no significant interval change in the complex right ovarian mass, which demonstrates mural nodules and a cystic component. Recommend further evaluation with mr imaging to exclude neoplasm. Concerning the injuries reported in this case, the following were described in patients medical record: abdominal pain, tingling, tremor, high bp, rash, dysuria, constipation, bladder pain, paresthesia. Lot number#: 787227, manufacture date: 2010-10, expiration date: 2013-10. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, gallbladder disorder, scotoma, vertigo, numbness, aphasia, uterine prolapse, rectal pain, shortness of breath, ovarian cyst, vaginismus, vaginal burning sensation and leg pain. Concomitant products included ascorbic acid;biotin;tocopheryl acetate (biotin gummy), azithromycin, codeine, dextromethorphan hydrobromide (tussin cough), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin ib) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), dysmenorrhoea ("painful periods \ dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraines"), tremor ("tremors"), nausea ("nausea"), abdominal distension ("severe bloating"), flatulence ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), constipation ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), diarrhoea ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain"), abdominal pain ("gastrointestinal or digestive system condition-type gas,constipation, bloating, diarrhea, abdominal pain") and hypertension ("blood or heart disorder/ condition -type high blood pressure") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced urinary incontinence ("incontinence and frequent urination/bladder weakness") and pollakiuria ("incontinence and frequent urination"). In 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), back pain ("pain in the back") and arthralgia ("pain in joints/ hip pain"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse (dyspareunia)"), vomiting ("gastrointestinal or digestive system condition-type vomiting"), skin burning sensation ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"), pain of skin ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"), skin discomfort ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin") and paraesthesia ("rashes or skin conditions type:sensation of burning,stinging,tickling,pricking of the skin"). In september 2016, the patient experienced uterine tenderness ("uterine tenderness"), vulvovaginal pain ("vaginal pain"), dysuria ("bladder or urinary problems or changes painful urination"), bladder spasm ("bladder or urinary problems or changes bladder spasm") and urinary retention ("bladder or urinary problems or changes irratibility to without catherization"). In 2017, the patient experienced dyspepsia ("heartburn"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), visual impairment ("vision problems"), muscle spasms ("abdominal spasms"), neuralgia ("nerve pain"), dysgeusia ("metallic taste in mouth"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), vitreous floaters ("vision /eye problems-floaters, blurred vision"), palpitations ("blood or heart disorder/ condition -type:heart palpitation"), tinnitus ("other injury complication - ringing in ears"), feeling abnormal ("neurological conditions or problems-type: brain fog"), pyrexia ("other injury or complication -fever"), adnexa uteri pain ("ovaries pain"), bladder pain ("bladder pain") and hyperhidrosis ("hot sweats"). The patient was treated with surgery (bilateral linear salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, hot flush, uterine tenderness, ovulation pain, visual impairment, fatigue, night sweats, dysmenorrhoea, dyspareunia, urinary incontinence, pollakiuria, vulvovaginal pain, muscle spasms, neuralgia, headache, tremor, nausea, abdominal distension, dysgeusia and hyperhidrosis outcome was unknown, the genital haemorrhage, back pain, arthralgia, urticaria, vaginal discharge, vision blurred, weight increased, vitreous floaters, dysuria, urinary retention, vomiting, flatulence, constipation, diarrhoea, abdominal pain, palpitations, hypertension, skin burning sensation, pain of skin, skin discomfort, paraesthesia, tinnitus, feeling abnormal, pyrexia, adnexa uteri pain and bladder pain had resolved and the migraine, dyspepsia and bladder spasm was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, back pain, bladder pain, bladder spasm, constipation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertension, migraine, muscle spasms, nausea, neuralgia, night sweats, ovulation pain, pain of skin, palpitations, paraesthesia, pelvic pain, pollakiuria, pyrexia, skin burning sensation, skin discomfort, tinnitus, tremor, urinary incontinence, urinary retention, urticaria, uterine tenderness, vaginal discharge, vision blurred, visual impairment, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: 3 essure rings seen protruding from ostia into uterine cavity on left. 3 essure rings seen protruding fom ostia into uterine cavity on right. The patient was also treated with alka seltzer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion was seen during the essure. Ultrasound pelvis - on (B)(6) 2017: impression: no significant interval change in the complex right ovarian mass which demonstrates mural nodules and a cystic component. Recommend further evaluation with mr imaging to exclude neoplasm.. ¿concerning the injuries reported in this case, the following were described in patients medical record:abdominal pain, tingling, tremor, high bp, rash, dysuria, constipation, bladder pain, paresthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), hot flush ("hot flashes"), uterine tenderness ("uterine tenderness"), ovulation pain ("painful ovulation"), visual impairment ("vision problems"), fatigue ("chronic fatigue"), night sweats ("night sweats"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), urinary incontinence ("incontinence and frequent urination"), pollakiuria ("incontinence and frequent urination"), vulvovaginal pain ("vaginal pain"), muscle spasms ("abdominal spasms"), back pain ("pain in the back"), the first episode of arthralgia ("pain in joints"), the second episode of arthralgia ("hip pain"), neuralgia ("nerve pain"), headache ("headaches"), migraine ("migraines"), tremor ("tremors"), nausea ("nausea"), abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth") and dyspepsia ("heartburn"). The patient was treated with surgery (bilateral linear salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, hot flush, uterine tenderness, ovulation pain, visual impairment, fatigue, night sweats, dysmenorrhoea, dyspareunia, urinary incontinence, pollakiuria, vulvovaginal pain, muscle spasms, back pain, the last episode of arthralgia, neuralgia, headache, migraine, tremor, nausea, abdominal distension, dysgeusia and dyspepsia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hot flush, migraine, muscle spasms, nausea, neuralgia, night sweats, ovulation pain, pelvic pain, pollakiuria, tremor, urinary incontinence, uterine tenderness, visual impairment, vulvovaginal pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.